Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was unresponsive. Tandem technical support performed troubleshooting with the customer and found the customer was pressing outside of the active touchscreen area causing the touchscreen to time out. Touchscreen was functioning as intended. Blood glucose was 94 mg/dl.